Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black plastic piece on the external rotation broke off during an in-service.

Manufacturer narrative:
The complaint states the black plastic piece on the external rotation broke off during an in-service. The investigation confirmed the failure mode as reported. The damage is consistent with the device being dropped onto the front left-hand side of the product. Whilst drop tests were conducted on the device during development, failure was recorded after multiple deliberate drops on this specific location. Suggesting appropriate care has not been taken in handling this device. The harm of this failure is minor, due to the obviousness and in-operability of the device if this failure occurred. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.